Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at output window; the glass cap/fiber is loose within the metal cap; the glass cap/fiber has pushed forward in metal cap and freely rotates off center; the stop sign on the outer flow tube is not aligned with metal cap output window; the metal cap cannot rotate freely within the outer flow tubing. Probable root cause: based on the product analysis results,the product complaint of forward firing could not be confirmed. A cap glue failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 15,385 joules. The case was completed using an alternate procedure (turp). Patient outcome: no injury to the patient.

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.